Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a successful support with the impella cp device for a patient admitted in with cardiomyopathy. The support was for six days. The pump was then removed. After pump removed the leg was found to be ischemic with thrombus the team had to remove in the operating room. A thrombectomy and fasciotomy was performed, and flow restored to the foot. Additional physician comments noted the thrombus removed appeared to be organized and more chronic and not believed to have developed in the last 24 hours. The patient was noted to be stable after the procedure.